Event description:
A report was received that the patient was experiencing burning sensation. The patient underwent a lead revision wherein the lead was replaced. The patient was doing well post-operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2366-50 serial #: (B)(4) description:linear 3-6 lead, 50cm the explanted lead was not returned to bsn as it was discarded by the medical facility.